Manufacturer narrative:
The device was not returned for evaluation. Technical support requested log files from the customer for evaluation; however, no device log files were provided. We are unable to determine root cause without the device or device log files for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer stated the device exhibited technical failure 401 and 316 errors. There was no patient involvement reported.